Event description:
The customer reported that during use it was noted that the device activated automatically in ¿cut¿ mode even with no manipulation of the button. The pencil was removed from use and another device was used to complete the procedure. No patient injury occurred.

Manufacturer narrative:
(B)(4). Evaluation of the incident device confirmed the customer¿s report. The pencil self-activated when plugged into a generator. The cause was identified as metal slivers bridging the cut legs and also within the powerbus. The manufacturing instructions have been revised to include a daily cleaning procedure of the stamping stations where the metal slivers are generated. The incident device was manufactured prior to this change.